Event description:
The patient had generator and lead replacement surgery on (B)(6) 2014. The explanted devices are not available for return to the manufacturer, as the explant hospital policy is to discard explanted devices after surgery. Therefore, analysis cannot be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient was referred for surgery but no known surgical interventions have occurred to date. Clinic notes were received indicating that the patient was having breakthrough seizures. The patient denied any non-compliance with her medications so was given additional medication for better seizure control.